Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6)-year old patient experienced de novo voiding difficulties after altis procedure. Date of procedure: (B)(6) 2017. Date of onset event: (B)(6) 2017. Description of the event: patient reported in her 1-year questionnaire the difficulties in complete emptying since (B)(6) 2017 and recurrent urinary infections. Cystoscopy was normal. Adapted position to urinate: less dysuria and no urinary infections since (B)(6) 2019. Infections were partially related to intercourse. Treatment: no treatment. Status of the event: resolved on (B)(6) 2019 (device still implanted).